Event description:
It was reported that an asymptomatic patient presented to the hospital with a rapid atrial fibrillation. Upon interrogation the right ventricular lead exhibited loss of capture. The fluoroscopy revealed that the lead was dislodged. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.final analysis found that a complete lead was returned. Insulation was abraded at multiple locations. The abrasions were consistent with constant friction with another implantable device.